Event description:
The patient reported that her spinal cord stimulator was turned off when the medtronic lnterstim was implanted. About a week later, she turned the scs on and experienced "an electrical current going between the two implants for a few seconds and a surging sensation". She experienced nausea, acute pain, diarrhea, very faint and she saw blue dots. The patient reported she "had not felt well since this incident". It was noted that the devices were implanted about 8 inches apart. She experienced the shocking about 30 minutes after she turned the scs on and tried to turn it up. She used the magnet to turn the scs off after the surging occurred. Patient turned the scs back on last night because she can't live without that on and was not feeling the current between the devices. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).